Manufacturer narrative:
(B)(4). The pump module was received for investigation. A follow up report will be submitted once the investigation is complete.

Event description:
In the pediatric unit, an aminocaproic acid infusion was programmed to infuse at 50 ml/hr and was to infuse for 5 hours. At 1.5 hours after being hung, the IV bag was empty. According to the volume infused displayed on the pump, the total infused was 74.49 ml. The customer stated the pump "was asking for a battery replacement". The patient suffered no ill effects, however did have laboratory testing (platelet aggregate) performed after the over infusion and was placed on telemetry monitoring in the pediatric unit. He has since been discharged home on oral amicar.